Event description:
It was reported: "discovered tibial tray implant has scratch right before the surgery. Scratched part was the bottom inside the contact the polyethylene insert bottom directly, and surgeon is concerned perhaps if it may cause any back-side wear in the future. Due to no spare implants there, surgeon had to implant scratched implant."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. When completed, the eval summary will be submitted in a supplemental report.